Manufacturer narrative:
No insulin flow blocked alarms noted during testing. The change reservoir reminder alert was programmed to alert in 3 days with the change reservoir reminder alert functioning properly. The power management graph was in specification. No power error alarms noted in the format history file. Monitored for 12 days with no low battery alerts noted while monitoring. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling keypad overlay at bottom right corner of overlay and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery was lasting for only a day. It was also reported that the customer was getting insulin flow blocked alarm which was resolved by changing the complete set. Blood glucose level at the time of the incident ranged from 320 to 380 mg/dl which was treated with manual injection. The insulin pump was returned for analysis.